Manufacturer narrative:
If explanted: give date: not applicable, as lens remains implanted. Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient had bilateral intraocular lens (iol) implant in (B)(6) 2018. Reportedly, the patient experienced halos, blurred vision and lines in the halo. The right eye (od) is worse than the left (os). He stated that his doctor did not recommend an explant. Additional information was received and it was learnt that the patient developed visual issues right away post-op. The patient has difficulty driving at night due to halos. Can see close-up better than can see intermediate and far distance. Doctor gives him eye drops (lotemax 4x/day, xiidra 2x/day, systane 6-8x/day) to address his visual issues. No other information was provided. This medical device report (MDR) pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.